Manufacturer narrative:
Citation: harjai kj et al. Efficiency, safety, and quality of life after transcatheter aortic valve implantation performed with moderate sedation versus general anesthesia. Am j cardiol. 2020 apr 1;125(7):1088-1095. Doi: 10.1016/j.amjcard.2020.01.002. Epub 2020 jan 9. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the efficiency and safety of transcatheter aortic valve implantation (tavi) performed with moderate sedation versus general anesthesia. All data was collected from two centers between april 2014 and july 2018. The study population included 477 patients and was predominantly male with a median age of 82 years and was 99% white. Of those, 138 were implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. Among all patients, 53 deaths occurred within one year after tavi. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: new permanent pacemaker implantation; stroke; transient ischemic attack; myocardial infarction; more than one valve implanted; cardiac arrest due to supra-annular deployment; hemodynamic instability due to ventricular septal defect after valve deployment, vascular bleeding, or unclear cause; moderate to severe aortic regurgitation; major vascular complications; major or life-threatening bleeding; and need for blood transfusions. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.